Event description:
Pt admitted for diagnosis of rsv was placed on spacelab monitor for continuous monitoring of heartrate, rhythm, and oxygenation. The monitor appeared to be functioning, but was apparently not communicating appropriately with the central monitoring station. The infant experienced respiratory arrest, but no alarm or notification was issued from the monitor, although parameters were set correctly.